Event description:
During an ercp procedure, the physician used a wilson-cook howell d.a.s.h. Direct access system sphincterotome to perform a sphincterotomy. While the cutting wire was touching the elevator of the endoscope, cautery was applied to the device. At this time, the cutting wire broke and detached from the device. The loose portion of the cutting wire was left inside the tract to pass naturally. The pt was reported to be in stable condition. Co was unable to confirm the report as it was described, as the affected device was not returned to wilson-cook for eval. Information that would facilitate review of the device history record and a sample test from this batch was unable to be conducted, as the lot number was not provided with the initial report.